Manufacturer narrative:
(B)(4). Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with broken reservoir tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s family member reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer treated high blood glucose with syringe and bolus. Customer states they did not feeling well. Customer states insulin pump had blank display and screen went blank like powered off. Customer also states battery screws in insulin pump case was broken. The insulin pump will be returned for analysis.